Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to long charge times tripping elective replacement indicator after only approximately 2 years of device service. Another ICD was successfully implanted without reported patient affect.